Event description:
It was reported that the patient experienced unspecified issues with a sling device. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.